Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports they had after application of a new transmitter they had received an error that the transmitter was not found. The patient reports they had not entered the new transmitter ID on their controller application. Once at the hospital the patient was admitted to the intensive care unit. The patient was treated with manual shots of insulin. The patient was discharged from the hospital after 24 hours. The patients pod will not be returned as it has been discarded.